Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced light-headed dizziness followed by shock due to wide qrs complex oversensing. The oversensing was noted during arrhythmia which led to device therapy due to programmed settings. Required programming changes were made. The patient was stable.